Manufacturer narrative:
Block b3: exact date unknown, event occurred a couple months prior to the date the manufacturer became aware. Additional suspect medical device component involved in the event: product family: scs-paddle leads-MRI, upn: m365sc8416700, model: sc-8416-70, serial: (B)(6), batch: 7023806.

Event description:
It was reported that the spinal cord stimulator (scs) was no longer working as intended. The patient underwent an explant procedure and all device components were removed. No further information could be obtained despite good faith efforts.